Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent atrial oversensing and undersensing noted on the presenting and stored electrograms. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.